Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl (unknown concentration and dose) in an implantable pump for non-malignant pain and other pain indications. The error code 8476 was seen on the patient therapy manager (ptm). Patient services reviewed the code meaning; motor stall. It was stated the "pump quit" on (B)(6) 2018 and saw the error code. The patient took the antenna off the ptm and tried using the ptm again. The patient then encountered the poor communication screen. The patient kept trying to use the ptm and finally got it to work. The patient denied hearing a pump alarm. It was unknown if the patient recently had an MRI or was exposed to electromagnetic interference (emi). The patient was directed to contact their health care provider (hcp). The patient experienced spasms, severe pain, and unable to move well. Additional information received from the hcp indicated the pump was "turning off/on." The hcp would like a manufacturer representative to check the pump. The hcp was transferred to the national answering service (nas) to page a manufacturer representative. No further information was provided.